Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks post operative') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube disorder ("my tubes were scarred"), ovarian cyst ruptured ("ovarian cyst rupturing"), adnexa uteri pain ("sharp stabbing pain in my right side by my ovary"), vomiting ("throw up") and abdominal distension ("when eat certain things the bloat is more extreme"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal, fallopian tube disorder, ovarian cyst ruptured, adnexa uteri pain, vomiting and abdominal distension outcome was unknown. The reporter considered abdominal distension, adnexa uteri pain, fallopian tube disorder, medical device removal, ovarian cyst ruptured and vomiting to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: case became serious incident: new events medical device removal, sharp stabbing pain in my right side by my ovary, throw up and when eat certain things the bloat is more extreme were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.